Event description:
On (B)(6) 2009, the patient was treated for a thoracic descending aortic aneurysm using a gore tag thoracic endoprosthesis. It was reported that the patient's aortic neck was diseased and the neck angulation was severe. The aneurysm length measured 10cm. During the procedure, the left subclavian artery was intentionally covered. The final angiogram revealed a proximal type 1 endoleak due to a lack of wall apposition. Another tag device was implanted proximally, however; the endoleak still remained. The physician did multiple touch-up ballooning attempts to fix the endoleak. The endoleak was not resolved and the physician decided to take a wait and watch approach. The patient tolerated the procedure. On (B)(6) 2009, the patient developed a cerebral infarct and a drug administration was started. On (B)(6) 2009, a computed tomography revealed that the endoleak was resolved and the patient was discharged from the hospital.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event: (B)(4).